Manufacturer narrative:
The clinician (customer) did not read the instructions accompanying the maximus os implant and the implant procedure manual prior to prepping the patient. The customer said that when patient was prepped, he discovered that he had no instruments to place the implants. The customer closed the osteotomies, and subsequently placed and restored the implants after he got the right instruments. Instructions for use, l0109 revision 2005, which the customer had received, clearly stated that the implant procedure manual should be reviewed prior to attempting placement, the driver instruments required for maximus os implant are different from the driver instruments required for maximus 3.0 implant placement, and it must be verified by the clinician that the proper instruments are at hand and available prior to attempting placement.

Event description:
The customer said that when patient was prepped, he discovered that he did not have proper instruments to place the implants. The customer closed the osteotomies, and subsequently placed and restored the implants after he go the right instruments.